Event description:
The reported problem occurred during a diagnostic/bronchoscopy produce. The intended procedure was completed with the same device. There were no other devices involved/replaced during the procedure, nor was there any delay. No error messages were observed because of the problem.

Manufacturer narrative:
B5: additional information obtained has been provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the biopsy channel buckling while the endo therapy accessory was inserted. The event can be detected by performing an inspection prior to use described in the following chapter of the instructions for use: opreation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had leak instrument channel and biopsy channel and borescope found big mark in channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.